Manufacturer narrative:
The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The microcatheter, pushwire and pipeline flex were returned for evaluation. The distal end of the pipeline flex was found to be extended out of the microcatheter tip. The remainder of the delivery system was found to be slightly stuck inside the microcatheter. For further investigation, the pushwire and pipeline flex were removed from the catheter lumen. There was a significant of friction during the removal of the delivery system. The pushwire was found to be bent at one point. The distal and proximal ends of the pipeline flex were found opened with damaged braid. The microcatheter appeared to be accordioned at a section near the distal tip. An in-house mandrel was inserted through the microcatheter tip and hub and it got stuck at the damaged locations. No other anomalies were observed. Based on evaluation of the returned devices, the customer's report of pipeline flex failure to open could not be confirmed as the returned pipeline flex was fully opened with damaged braid. It is possible that the tortuous anatomy and the damage to the braid may have contributed to the reported issue. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline flex instructions for use: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline flex did not open during treatment of an unruptured, fusiform aneurysm in the left posterior communicating artery (pcomm) artery. The physician used heparinized saline to continuously flush the microcatheter during the procedure. The patient's anatomy was extremely tortuous. The pipeline flex was very difficult to navigate through the middle and distal parts of the microcatheter. The pipeline flex was deployed - the proximal section of the device opened, but the middle and distal sections did not open. Because of resistance, the physician did not resheath the pipeline flex. To remove, the pipeline flex braid was trapped between the capture coil and microcatheter then pulled back into the guide catheter. The procedure was discontinued. The patient is currently fine and there was no report of serious injury.